Manufacturer narrative:
(B)(4). The customer's report of thermal damage has been confirmed, however it was not replicated. Internal inspection of the pump module found no evidence of fluid ingress inside the device and no damaged components on any of the board assemblies. The left (female) black iui connector showed evidence of dried fluid (white in color) on the end of the connector; a sticky fluid residue was also visible on the back of connector. The pump module was functionally tested and powered on normally attached to the right and left sides of a test pcu with no issues observed. No errors or alarms were generated after powering on. It is suspected that fluid spillage on the pump module created a conductive path between the respective power and ground pins of the iui connectors resulting in a low impedance or short across these pins. This shorted condition resulted in an increase in heat being generated as current began to flow through the conductive moisture. The apparent result was a melting of the iui connectors around the pins and a carbon film left on the surface of the pins. The root cause for the reported thermal damage to the left (female) black iui connector on the returned device is suspected to be due to fluid spillage on the pump module which created a conductive path between the respective power and ground pins of the iui connectors resulting in a low impedance or short across these pins.

Event description:
Customer sent device to svc with complaint of burning smell. There was no pt involvement; the product was not on a pt at the time of the event.